Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. The technical support representative advised the customer to check the ventilator¿s settings and to ensure that the o2 is set to 100%. The customer confirmed that updating the o2 setting to the correct value resolved the issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were replaced so no part are expected to be returned for failure investigation.

Event description:
The customer reported that the ventilator failed the o2 flow test during preventative maintenance. There was no patient or user involvement.